Event description:
It was reported that a pump pocket fill occurred. The pump was being filled with a huber needle, extension tubing, and syringe. The pump was accessed originally with saline to ensure drug reservoir was accessed. Two syringes of 20ml were used to fill the pump. After injecting "approximately 15ml" of the second syringe, the physician noticed the pump pocket starting to become swollen and puffy. The physician then aspirated "approximately 10mls" of fluid from the patients pump pocket and 5ml from the pump. The pump was set to a minimum rate and patient was sent to the ER. The patient had no injuries or adverse event. The pump was infusing baclofen.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown. (B)(4).